Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was getting a compromised force sensor system alarm on the insulin pump. Customer tried loading the reservoir 3 times and kept receiving the alarm. Customer stated that he received the alarm on the pump while changing the set. Customer's blood glucose was 166 mg/dl at the time of the incident. Customer stated that the drive support cap is sticking out. Customer stated that he held the drive support cap in and was able to load. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk. Unable to perform occlusion, prime and excessive no delivery test due to a33 alarms. The insulin pump passed operating current, a21 error test and displacement test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot and cracked battery tube threads.